Manufacturer narrative:
(B)(4) - the device was manufactured july 25, 2014 ¿ july 26, 2014. The device was received for evaluation with no fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water. During and after fill, no evidence of a leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution (cefoxitin 6g in nacl 0.9%) was leaking from a large volume infusor device. The leak was reportedly coming from the point between the tubing and the port. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.